Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. It should be noted that the customer was using incompatible test strips that had expired (lot # 1014514, exp 05/31/2012), and was educated on the appropriate test strips to use with her meter and correct disposal method for expired test strips. (B)(4).

Event description:
A customer reported that when she inserts a test strip into her adc glucose meter, "the memory comes up on the screen". The customer reported the product issue started on (B)(6) 2012. As a result of this issue, the customer reported "she wasn't able to test her blood sugar all day" on (B)(6) 2012, and "felt sick to her stomach and like she was going to pass out all day". She further reported on (B)(6) 2012 at 1am, "she couldn't sleep so she got up to use the bathroom, but passed out". The customer reported she experienced a loss of consciousness, and "her husband picked her up off the floor and took her back to bed". She went to sleep, and reported she "woke up with a swollen bump on her head and above her eyebrow". The customer also reported experiencing a headache she believed was related to hitting her head. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.